Event description:
It was reported that the patient lost pacing and received a shock. It was noted that the patient twiddled the device until the rv (right ventricular) lead dislodged. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429888 lead, implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2002; 4592-45 lead, implanted: (B)(6) 2002; 6232adj adaptor, implanted: (B)(6) 2014. (B)(4).